Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had received a low battery alert prior to the off no power alert. The customer¿s blood glucose level was 62 mg/dl at the time of incident. Customer stated that the new battery did not resolve the issue. Customer stated that they were treated with boost for low blood glucose level. Customer stated the blood glucose level was 127 mg/dl. The customer also reported that the insulin pump had been receiving iop read-back error and spi to motor pic communication error. Advised the insulin pump will need to be replaced and refer to back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device power up properly after battery installation. No blank display noted. Device was received with normal operating currents and passed self-test, unexpected restart error test and displacement test. No unexpected off no power, bad battery, low battery, weak battery, battery out limit, motor current error detected error, iop read back error and failed battery test alarms noted during testing.